Event description:
It was reported that patient presented to the hospital for a scheduled procedure. Interrogation prior to the procedure noted that the patient's pulse generator had failed to be interrogated. After removing multiple magnets near the patient's chest, re-interrogation was successful. The patient had no adverse consequences.